Event description:
It was reported that the surgeon attempted to insert a 21.5 diopter aa4204tf silicone plate lens with toric and the lens was torn while advancing in the injection system. The reporter stated, the incident was caused by the injector. There was no pt contact.

Manufacturer narrative:
The product for this complaint was not returned, however, the lens was returned and evaluated. There was a tear across the lens and a plate haptic was torn off and missing. There was a clear surgical residue on the lens.